Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed -further, no defects could be confirmed which would lead to the suggested event. Neither did the suggested event occur at installation/return from repair. Therefore, a further cause of the suggested phenomenon could not be presumed. It is recommended that the user facility review the method of device handling in accordance with the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon of "error e315": "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message, the switches were aged and swollen, and switch #1 was damaged and leaking. The issues were found when preparing the scope for use in a diagnostic enteroscope procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the e315 error message was not confirmed and could not be reproduced. Evaluation did confirm the switch #1 was damaged and the switch printed circuit board was short circuited due to water invasion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.